Manufacturer narrative:
The device was evaluated by a field service technician. During the evaluation, it was noted that the chassis resistance failed and a faulty power cord was replaced. It is not unusual for the power cord to be damaged, as the device is wheeled on a cart and the cord can get run over. However, there were no ground wires detached. A faulty fan was also replaced within the machine. The loud noise can most likely be attributed to the bowl not being seated properly. After replacing the fan and power cord, the machine passed all test parameters. The chassis is not in contact with the donor at any time during the procedure and unlikely that this would cause a report of shock. It cannot be confirmed whether the donor actually experienced an actual shock from the device, but the donor did not have any serious injury from this reported event. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a pcs2 device with description "tech said donor reported a feeling like a "shock" in her arm where the needle was after hearing a loud screeching noise coming from the bowl in the first draw. No donor injury." During a routine plasmapheresis, the donor stated feeling a shock at the venipuncture site. Shortly after, it was stated the machine was making a loud screeching noise and then the donor reported feeling another shock. The procedure was stopped in the beginning of cycle two, so no blood loss occurred. The donor did complain of nausea and was monitored onsite. The donor was released in good condition to a family member and no medical attention was sought.